Event description:
In 2005, on two days, the field anterior inferior oblique (aio) was being automatically loaded for treatment after finishing the first couple of fields. The radiation therapist (rt) reported that the mlc leaves moved and appeared to finish shaping but the resulting shape "was different" than the expected shape for the field. The rt also reported that the color code for the involved leaves remained unchanged (orange-designated leaves not yet at position) on the mlc portion of the 4d treatment console computer screen. The rt noted that this apparent mismatch did not cause an interlock. The rt witnessed this behavior and notified physics before treating this field, therefore no mistreatment occurred. However, it cannot be ruled out that a patient could be mistreated if this apparent discrepancy was not caught by the therapist, and a critical structure that was not intended to receive radiation could be exposed.